Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, the proximal conductor was distorted, the outer insulation was breached, the lead was stretched, and there was blood in/on the helix/lobe mechanism and the proximal conductor (non-obstructing). It was determined that the damage was caused at explant.

Event description:
It was reported that there was lead perforation. The lead was explanted. No further patient complications were reportes as a result of this event.